Event description:
Device history records were reviewed. No event linked with the reported issue was observed. Device logs were reviewed and nothing was found that could confirm the reported event, no stop suddenly for a safety reason. The two reported devices were received in brézins for investigation. Nothing was noticed during external visual check regarding the reported event. It was noted that the two membrane was worn and the device was dirty. No functionnal or technical issue could be detected during those testing. No repair or part replacement was carried out as the reported device performed as intended. Quality control were performed and no technical or functional issue was detected. Nothing was noticed during internal inspection regarding the reported event, no burn mark, on both device. Inseams of the found dirty. Therefore, this complaint is considered as not valid with no issue. It's advisable to change the membrane, perform calibration and clean the device. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid.

Manufacturer narrative:
Linked complaint: 3004548776-2025-00223.

Event description:
The following has been reported: the hospital staff detected a "burnt odor" in a patient room. The above-mentioned infusion pump was identified as a possible cause by the operating technology department and the fire department called in. The device was then taken out of service and taken to the medical technology department. There was no fire, and no one was injured. A subsequent test run of the device under supervision in the medical technology department did not reveal any abnormalities; the "burnt smell" was not reproducible. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.